Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection revealed no external abnormalities. A guidewire was successfully inserted through the catheter, and multiple deployment tests confirmed functional transitions to both basket and flower shapes without unusual resistance. During irrigation through the catheter's irrigation port, a leak was observed in the luer. Further dissection of the catheter revealed that the flush tubing was broken from the luer, causing the reported flushing issue. Microscopic and uv light examination confirmed the separation between the flush tubing and the luer.

Event description:
During a pulse field ablation (pfa) procedure, a farawave catheter was selected for use. The catheter was opened and flushed through both the center and flush port, confirming functionality. The device was tested with the wire extended into the basket and flower configurations. Upon bringing the catheter to the table and connecting the flush line to the port, it was observed that flushing was not occurring. Attempts to flush with a syringe were unsuccessful, as saline would not flow through. The catheter was replaced. The procedure was completed successfully without any patient complications. Upon device analysis flush testing it was revealed that the device has a leak. Therefore, the device was dissected, and it was revealed that the flush tubing was broken from the luer.